Event description:
The skull clamp/headrest locking knob broke causing to move during procedure. The three skull clamp pins were undisturbed and still in the patient's skull. The pa supported the patient's head until the surgeon was finished packing and covering the incision and able to come to the head of the bed. A new mayfield frame was obtained and applied so surgery could continue.